Event description:
The following has been reported: biomed reported: "multiple "pump problem" notifications during patient infusion on (B)(6) 2025. -pump stopped during a patient infusion. -no patient harm reported." Biomed emailed on (B)(6) 2025- I followed your corrective action for (B)(6). Here are my notes: -followed OEM action step. -cleaned all valves and loading guides with isopropyl alcohol. -observed sticky bottom right delivery valve, continued cleaning, able get the valve to move freely. -air in line test: pass. -downstream occlusion: pass. -upstream occlusion: pass. -test infusion: pass at 30 minutes @ 1000 ml/hr with 500 ml infused. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation was opened for this issue mechanical hardware failure (av sticky valve), lvp sticky fluid valve actuator (fva) failures. Pump problem alarms due to sticky fluid valve actuators. Per the preliminary technical failure summary customer was able to clean the av pin and perform a successful test infusion. The pump can be returned to customer use. A DHR review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.